Event description:
The hcp reported the patient has had no efficacy since implanted in 2004, in spite of progressive medication doses to 700mcg/ml. At the refill, the estimated reservoir volume was 5cc and the actual was 21cc. The hcp took an xray and did not see any catheter kink. A follow up report will be sent when additional information is received.